Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature article: "chest pain after endoscopic submucosal dissection for esophageal cancer: the simple and clinically useful surrogate marker for transmural thermal injury by electrocoagulation" by makoto sakaia, makoto sohdaa, hideyuki saito, et al.   This retrospective study aimed to evaluate the association between chest pain and abnormal levels of inflammatory markers in the post-esophageal endoscopic submucosal dissection (esd) period and also investigated the clinical importance of chest pain to define the post-esophageal esd post-esd coagulation syndrome (cs). A total of 42 patients with thoracic esophageal cancer (ec) underwent esd. The study reported that the incidence of chest pain after esophageal esd is 35.7% and associated with elevation of wbc count on postoperative day 1 (wbc day 1) (p = 0.022) and the incidence of post-esophageal esd cs was estimated ranging from 11.9 to 54.8%. Two patients presented the delayed complications, viz., delayed bleeding in one, and stenosis in one. The study concluded that the incidence of chest pain after esd was only associated with postoperative elevation of wbc.   Adverse events: overt perforation: n=1, defined as radiographic evidence of mediastinal emphysema after the procedure. Delayed complications: delayed bleeding[n = 1, stenosis n =1 muscle layer exposure n=12. This article includes 3 reports: patient identifier (B)(6): fd-410lr. Patient identifier (B)(6): gif-q260j. Patient identifier (B)(6): ucr. This report is 2 of 3 for patient identifier (B)(6): gif-q260j.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.